Event description:
The customer reported an intermittent overload fault error message. This error causes the system to shut down. This resulted in an intermittent, recoverable loss of imaging functionality. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The x-ray tube was evaluated and replaced. A complete filament and generator calibration was performed. The system was tested, found to be working as intended and put back into service.